Event description:
The pt rec'd the scs system on (B)(6) 2011. It was reported the pt is experiencing a stinging, burning pain at the ipg incision site. The pt describes that as a sharp pain that has recently occurred on approx two occasions. The pain does not change or occur during any specific activity such as recharging or communicating with the pt programmer. The pt is still receiving stimulation. The MFR has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.